Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. The customer had a high blood glucose (bg) level of 552 mg/dl. A manual injection was delivered in order to lower high bg. Reportedly, the customer reverted to manual injections for insulin therapy.